Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2017 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax. Per operative notes, ¿right sided direct hernia was dissected and reduced. No indirect sac was found. Repair was performed using 3dmax mesh using sutures.¿ (B)(6) 2019 - patient had swelling and inguinal hernia on the left side. (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia and left inguinal hernia thereby planned for bilateral open inguinal hernia repair with implant of mesh. (Note, there was no op note/procedure date provided).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Updated fields: a2, a4, b4, b5, b6, b7, d4, d6.a, d. 6b, g3, g6, h2, h6, h10, h11. Corrected fields: b2 (event attributed to), b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.